Manufacturer narrative:
Analysis found internal insulation abrasion beneath the right ventricular shock coil breaching the ring electrode/right ventricular/inner coil lumens with abraded etfe coating causing the reported events of noise and oversensing. The cables were verified to be exposed between the shock coils due to the procedural damage to the optim sheath exposing the internal abrasion beneath that breached the right ventricular cable lumen with procedural damage to the cables coating. The cause of the reported event cables was seen to extrude through the insulation was due to procedural damage. The reported event of fracture was not confirmed. Other damages found are consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. (B)(4). Further investigation will not be required as the device has not been returned.

Event description:
It was reported that the lead was explanted due to noise, inappropriate over sensing, and possible inner conduct fracture. During the procedure the lead helix was unable to be retracted and a 1cm long segment of two conductors just proximal to the distal coil appeared to have extrude through the outer insulation. The lead was removed and replaced. There were no complications and the patient condition was stable.